Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the universal cable and the light guide bundle.

Event description:
The customer returned the rigid video laparoscope with no reported complaint. During the evaluation of the device, it was observed that the interface is broken and the insertion section light guide bundle was interrupted and weakened. This was likely due to a component failure of the universal cable and light guide bundle. There was no patient involvement.